Event description:
I was experiencing pain on my left side; it was so bad I went to hospital. They did an MRI and the left side coil penetrated through my tube and a mother piece is floating in my uterus. (B)(4).